Manufacturer narrative:
Summary of analysis: the observed no output was the result of low module voltage due to a malfunction in the pacer power source, bt1.

Event description:
The rptr indicated that the device failed suddenly.